Event description:
The customer reported that no images were visible and the screen appeared black during an inspection involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.